Event description:
The complaints team received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured vascular complication - embolism of left external iliac with a "definite" relationship to the impella device used: ¿after impella removal, clot burden identified within left external iliac, common femoral artery (cfa), and superficial femoral artery (sfa). After a fogarty balloon embolectomy. Left external iliac dissection after stenting. Bovine patch repair of left cfa arteriotomy. Primary repair of sfa arteriotomy¿. The patient recovered with no sequelae. Additionally, it was noted in the patient updates that the pump was repositioned at bedside for red urine. On echo and chest xray. Pump was shallow on both. The pump was advanced and returned to p6. In addition, there was placement signal alarm noted periodically. Pump was measuring 5.35 and was again pulled back 1.5 cm. Patient declined escalation to 5.5. So, cp was weaned and removed.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿